Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported right side capsular contracture baker grade unknown and rupture. The device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade unknown and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on february 25, 2021 with lot number 2036894. Visual analysis of the returned device identified: red particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the side posterior assessed as unidentified (tear) opening.